Event description:
We recently converted to carefusion co2 detectors which are provided in two sizes; large and small, however there is no notation on the outer wrap/package that provides guidance as to when one would be utilized over the other. Our previous co2 detector was clearly marked with a weight recommendation. We contacted the company and were provided with weight guidelines; large: >/= 10kg (22 pounds) and small: 1 kg (2.2 pounds)- 15 kg (33 pounds). There is an overlap of weight between 22 pounds and 33 pounds in which it appears either device could be utilized. According to staff the large and small devices fit both the pediatric and adult endotracheal tubes.